Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred (bare needles). A non-abbott device was used to achieve hemostasis. There were no adverse pt effects reported. During device eval, it was found that the posterior portion of the foot was detached and not returned with the device. The location of the detached portion of the foot is unk. Reportedly, the pt is asymptomatic and will be monitored. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.